Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The image was not present during testing. Additionally, the lcd panel had deterioration present, and several scratches were found on the screen. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus high definition lcd monitor was not producing an image during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b3, b5, and h6. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received confirming the event date as 10/18/22. It was also confirmed that this event occurred during equipment inspection and had no procedure or patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that no image occurred due to the breakage of digital visual interface (dvi) terminal of quantum board (qb). The cause of the defective dvi could not be identified. Olympus will continue to monitor field performance for this device.